Event description:
It was reported that an ilet user experienced repeated occlusion alarms and alert 38 for a consecutive stalled motor despite multiple restarts, with a successful dry run after removing supplies; the user had reused a contact detach infusion set due to limited supplies, glucose remained stable, and the event aligned with failure to infuse related to the motor component. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed a communications problem identified and a device problem consistent with failure to infuse associated with the motor component. The user was advised not to reuse supplies and to coordinate care-team guidance for dosing and backup therapy. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
The event was initially assessed as non-reportable based on the complaint evaluation process in place at the time. Following system redevelopment, the event was re-evaluated and determined to be reportable. This submission is being made outside the 30-day timeframe and may be considered late, as the reportability determination occurred after the original awareness date. Procedures have been updated to support more timely identification going forward.